Event description:
It was reported that the patient was going more often and was ¿leaking through more when getting up¿. The patient also could not feel the stimulation from their implantable neurostimulator (ins). They were on program 1 at 4.50 and could not feel the stimulation even up when they turned it up to 6.0. The patient could not feel the stimulation on program 2 even past 7.0. However, the patient was able to feel the stimulation when on program 3 at 1.20. Initially, the patient stated that there was no known accident or incident related to the issue but then reported they had a colonoscopy 2 weeks ago from report. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09r5n, implanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).